Event description:
The sterile venous access pack was opened in preparation for inserting a PICC catheter. The tech preparing the tray, donned in appropriate head covering, noticed a hair under the gauze sponges. The tray was immediately removed from the procedure room and another tray was prepped. The hair was discovered prior to the patient entering the procedural suite.